Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. -use luer tip syringe to inflate with state 10ml of sterile water or - for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." The device was not returned.

Event description:
It was reported that the foley catheter was difficult to deflate from the patient and also stated that only 5ml of water was aspirated from the 10ml balloon. Many attempts were made via passive deflation with syringe. Eventually used traction to remove the catheter which caused discomfort to the patient. It was unknown that if there was any medical intervention. Complaint received via ibc on 27aug2021, patient reported discomfort but no serious injury reported require medical intervention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to deflate from the patient and also stated that only 5ml of water was aspirated from the 10ml balloon. Many attempts were made via passive deflation with syringe. Eventually used traction to remove the catheter which caused discomfort to the patient. It was unknown that if there was any medical intervention.